Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by pain. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Although it was reported that the patient "received treatment"; specific treatment (route, medication, dosage, frequency, and duration not reported) for the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified pain medication (route, medication, dosage, frequency, and duration not reported) for the manifestation of the peritonitis. On the same day this report was received and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.